Event description:
A review of service data detected a reportable event. Upon service investigation of electrode belt sn (B)(4), the distribution node to ECG c and d cable was detached. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt cable running from the distribution node to ECG c and d cable was detached, with wires exposed. The root cause of the damaged cable was unable to be positively identified, but was likely physical abuse. No adverse event resulted from the damaged electrode belt cable. The last pt to use this device did not report any deficiencies.